Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/12/2018. The customer refused service for the unit. No parts were returned for evaluation, therefore no root cause could be established.

Event description:
The customer reported a ventilator inoperable flow sensor failure. There was no patient or user harm reported. The event date was not specified; estimate used.